Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation was giving him weird pain in different areas than the place it is supposed to be working. The patient stated stimulation was going up the spine but the pain was around the stomach area. The patient noted he got a little burning sensation once in a while and it was hard to sleep with. The stimulation was not covering the area of pain and was going to other places. The patient explained he fell 4-5 days after surgery and the issue started then. The patient thought he injured something on the tailbone on the right side. There was a big black and blue mark the size of a baseball and the patient was having problems there. The patient had an appointment with his doctor on (B)(6) and wanted a manufacturer representative to be there. The indication for use was non-malignant pain.